Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis, hospitalization and action taken with pd therapy were not reported. On an unreported date, the patient was treated with vancomycin injection (2gm) and fortum injection (1gm) for peritonitis. At the time of this report, the patient outcome was unknown. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that 17 days after the event onset, the patient was hospitalized due to peritonitis. The same day the pd catheter was removed. The cause of peritonitis was unknown. On an unknown date, antibiotic treatment was discontinued. At the time of this report, the patient remained hospitalized and has not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.